Manufacturer narrative:
The stand alone board was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspections showed component r5 was electrically over stressed. Unable to bench test due to over stressed component. Faulty pcba. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi31000171, serial/lot #: (B)(4) / g65220. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced the standalone and x-relay. The performed a system checkout and the system was working as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) was booting and getting stuck at initializing, please wait. The generator was not booting up all the way. No patient was present at the time of the event.